Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the incision size made for insertion of the duravent tube and or the trimming of the duravent tube for insertion. It has been documented that if the incision is made too large that the tube has been documented to migrate into the middle ear.

Manufacturer narrative:
Patient age at the time of initial procedure to place duravent tube was (B)(6) years old. Patient age at time of device removal procedure was (B)(6) years old. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported two years, three months and 26 days after a duravent tube was placed during a left myringotomy and bilateral myringotomy and tubes (bm-t) procedure, skin healed over the duravent tube requiring a surgical incision to be made to remove the device. Sequence of events as follows: (B)(6) 2019: left myringotomy and tube bm-t. A duravent tube was placed. (B)(6) 2021: left inner ear foreign body removal. Duravent tube was surgically removed from inner ear. Procedure completed under anesthesia with microscope. Incision was required as skin healed over the duravent tube. There were no additional consequences to the patient as a result of this occurrence.